Event description:
It was reported that during device change out for normal eri, the lead was explanted and replaced due to a suspected malfunction. No further information is available.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.6cm was returned for analysis. External insulation abrasion was noted at 18.1-19.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.5-9.2cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 10.8-16.5cm from the distal tip. The etfe coating was intact at these locations.